Event description:
The results of a retrospective, (B)(6) of 86 pts between the ages of 18 and 80 years, were reviewed. Between 1/2004 to 5/2007, the pts underwent single-level tlif procedures using rhbmp-2 for the treatment of a degenerative condition. The difference in complications observed with the use of iliac crest autograft compared with rhbmp-2 was assessed. In two pts, vertebral osteolysis was diagnosed by CT scan between 1 month and 5 months after surgery. Both pts presented with increased low back pain. Both went on to fuse without complication and with resolution of back pain at 1 year after surgery.

Manufacturer narrative:
Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.